Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported issue and replaced parts to resolve it. System tested and verified as ready for use. Based on the field evaluation, this reported event was confirmed.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the e-100 generator was not working. The customer tried to power cycle the unit, and it continued to not work properly. The customer contacted intuitive technical support engineer (tse) and stated that there were no errors or message, but the unit would not accept an instrument. The customer continued with the procedure using an erbe generator to operate a vessel sealer instrument. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the ports were placed prior to issue being identified. The system functionality was checked upon powering on the system and system initially powered on without errors. Intuitive technical support engineer was contacted for troubleshooting and full troubleshooting was not completed as no errors were noted on the screen. Generator was turned off and back on, but vessel sealer instrument did not work. The erbe generator was used to operate the vessel sealer instrument. The site clinical sales representative was contacted and came to site later but was unable to figure out what was wrong. The tse informed the customer that an engineer would come to the site to check the generator. There was no injury to the patient. The procedure was completed robotically, and the generator was not changed during the case.